Event description:
Event description guidant received information that this pacemaker did not appear to be pacing or sensing, and was unresponsive to magnet application. No attempts to interrogate the device had been made. The patient was reported to be asymptomatic.